Manufacturer narrative:
Analysis was unable to confirm the reported overheating issue or the data saving issue or the fan issue. The power supply and system fan were replaced and the hard drive was reconfigured, and the software was reloaded and updated as preventative measures. Analysis was able to confirm the power cord bay latch was broken. The power cord bay was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating and was unable to save data to patient management database application through the universal serial bus (usb). Additionally, the programmer fan and back door required repair. The programmer was returned for service. There was no patient involvement.